Manufacturer narrative:
510k: this report is for an unknown clavicle hook plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bai-chuan, l. Et al (2009), postoperative complications of acromioclavicular joint dislocation of tossy iii, chinese journal of orthopaedic traumatology, vol. 22 (2), pages 1-4 (china). The purpose of this study is to retrospectively analyze the postoperative complications of acromioclavicular joint dislocation (tossy iii) and explore the preventive methods for the complication. Between january 1997 and november 2007, a total of 54 patients were included in the study, 23 of these patients (17 male and 6 female) with an average age of (34.6 years) underwent open reduction and were treated with unknown ao synthes clavicular hook plate fixation. Patients were followed up, the follow-up time was 3 months to 3 years, and the average time was 18 months. The following complications were reported as follows: a (B)(6) male had loosening and pulling of some screws caused by improper chp screw fixation direction found in 8 weeks after the operation. A (B)(6) male had acromion cutting by the chp hook end part found in 8 weeks after the operation. A (B)(6) female had re-dislocation caused by acromion cutting by the chp hook end found in 5 weeks after the operation. 1 patient had poor postoperative curative effect evaluation. 2 patients had pain. 2 patients had scapulohumeral periarthritis. 1 patient had acromioclavicular arthritis. 1 patient had impingement sign. 2 patients had internal fixation failure. 1 patient had unhooking. This report is for an unknown ao synthes clavicular hook plate. This is report 3 of 5 for (B)(4).